Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is unable to be confirmed. Product was returned; visual review of the device shows none of the original packaging materials in the device cardboard carton. Device was resealed and placed in box. Cavity and tyvek seals were not returned for evaluation. Field supplied photo shows black fiber in photo. No strand or fiber debris was found within the sealed package or box. Device history records review indicates the devices were manufactured and packaged to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. Device history records shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. The likely condition of the product when leaving zimmer biomet cannot be verified. A definite root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found inside the product package during initial surgery. No adverse events have been reported due to this malfunction. It was reported that no further information is available.